Event description:
2002 nellcor puritan bennett received a copy of a medwatch. The medwatch alleged that pulse oximeters were not calibrated for neonates and that this could allegedly result in incorrect spo2 readings. An article titled "discovery of a previously unreported apparently pervasive error in clinical pulseoximetry was also submitted. No patient harm was reported.